Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call of insulin flow blocked alarm. The customer's blood glucose was 130 mg/dl. The customer stated that the clear plastic ring was missing. The customer reported that the reservoir was able to lock into place. The insulin pump was returned for analysis.